Manufacturer narrative:
Concomitant products: dtbb1d4 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient had an implantable cardioverter defibrillator (ICD) pocket revision for hematoma. During the ICD pocket revision, the right ventricular (rv) lead had noise oversensing during electrocautery use and delivered unexpected shock therapies to the patient. The ICD and rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.